Manufacturer narrative:
(B)(4). The actual device was not returned to the manufacturer for physical evaluation. The cycler serial number was not provided and as such a device history record review was not performed. However, a cycler is not released unless there were no deviations or non-conformances during the manufacturing process.

Event description:
A peritoneal dialysis (pd) patient reported for the past 3 night's during the drain phases he was feeling soreness in his abdomen. Patient also stated after treatment end he feels a lot of pain in his abdomen. During follow up the patient's pd nurse reported the patient presented to the clinic with cloudy effluent and was diagnosed with possible peritonitis. Culture was sent for testing and the patient was treated with ceftazidime and cefazolin. The patient culture test came back positive for staphylococcus species gram positive cocci. Per the nurse, the source of infection was a breach in aseptic technique as the patient kept the ceiling fan on while performing treatment and had recently moved to a new apartment. The patient is doing much better and completing treatments. The patient was not hospitalized.

Manufacturer narrative:
There are no allegations against any fresenius products, the liberty cycler and the events of staphylococcus peritonitis. Although a temporal relationship between the diagnosis of staphylococcus peritonitis and the fresenius products exists, there is no documentation supporting a causal relationship between the fresenius products and the peritonitis. The pdrn identified the possible source of infection was a breach in aseptic technique due to home environment and use of a ceiling fan while patient was performing ccpd therapy. Additionally, there is no allegation of device malfunction and the association of peritonitis. The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
Source documents in the file were reviewed. It was discovered that this patient (pt.) With end stage renal disease (esrd) on continuous cyclic peritoneal dialysis (ccpd) therapy since (B)(6) 2016 was diagnosed with peritonitis on (B)(6) 2017. On (B)(6) 2017 during a service call the patient reported that during nightly ccpd treatments experiencing abdominal soreness and pain during sitting and standing since approximately (B)(6) 2017. During a follow up call to the peritoneal dialysis registered nurse (pdrn) it was revealed the patient presented to the peritoneal dialysis (pd) clinic (unknown date) with cloudy effluent and diagnosed with possible peritonitis. Effluent culture performed and results were positive for staphylococcus species gram positive cocci. Patient initiated on antibiotic therapy with ceftazidime and ceftazole intraperitoneally (ip) (unknown dose, duration) performing morning manuals with antibiotics, then continues with nightly ccpd therapy on the liberty cycler. Additionally, the pdrn stated the source of infection was a breach in aseptic technique related to keeping ceiling fan on in new apartment. Furthermore, the patient is reportedly showing improvement and continuing ccpd therapy.